Event description:
It was reported that during daily maintenance performed by customer, the cardiosave intra-aortic balloon pump (iabp) frame helium bottle compartment cover could not be closed. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge filed service engineer (fse) evaluated the unit and confirmed that the hatch could not be closed due to the deformation of the bracket. The bracket needed to be replaced. After contacting the hospital, we learned that the hospital had completed the repairs on their own.

Event description:
N/a.